Event description:
Hcp reported the pt presented in 2003 with symptoms of withdrawal including nausea, restlessness, weight loss, feeling of being hot/cold, stomach spasms, and wierd dreams. A catheter dye study was performed in 2003. The hcp could not find any indication of dislodgement of or migration of the catheter but could not rule-out catheter kinks. At that time the hcp had a difficult time aspirating fluid from the side port. The pump was explanted and replaced in 2004. The pt was seen the following month and is reported to be doing fine.